Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the data acquisition (da) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The da board was return for analysis. The root cause: the customer returned data acquisition (da) board was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the airflow pressure was out of the allowable range. There was no patient involvement.